Event description:
It was reported to boston scientific during the endoscopic retrograde cholangiopancreatography procedure (ercp), the cutting wire broke. Nothing was left inside the patient. The case was completed with another of the same device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. According to the complainant, the suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.